Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 5f sheath after a diagnostic procedure. Reportedly, when advancing the knot with the knot pusher the suture broke. The physician reported no force was used. Hemostasis was achieved using manual arterial compression. A femoral venous sheath was reported to be next to arterial sheath during closing. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture detachment could not be confirmed. The analysis of the returned device revealed that the suture was returned outside the device and the pre-tied knot had been formed, fully advanced and tightened. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database revealed no other incidents for suture detachment reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). A femoral venous sheath was reported to be next to the arterial sheath during closing. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with ipsilateral femoral venous sheath during the catheterization procedure. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.